Event description:
It was reported that the customer was hospitalized due to elevated ketones, diabetes ketoacidosis, and high blood glucose of 664mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. The customer stated that she was disconnected from the insulin pump by the hospital personnel after arrival. No further information was provided. The caller also mentioned that the battery cap is stripped and the device alarmed low battery for the past day. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.